Event description:
Reporter indicated that vns pt had passed away. It was reported that prior to death, the pt had a brief convulsion at the group home where they reside and that they were recovering from it. It was reported that the pt was left alone by the group home members and when they returned pt was found dead. Neurologist indicated that the pt had cardiopulmonary arrest and could not be resuscitated. The pt was receiving vns therapy at the time of death. Neurologist indicated that the cause of death was not related to the ncp system. No autopsy was performed. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.